Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd posiflush¿ normal saline syringe had difficult plunger movement during use. The following information was provided by the initial reporter: "not being able to push, and twice not being able to draw back"

Event description:
It was reported that 3 bd posiflush¿ normal saline syringe had difficult plunger movement during use. The following information was provided by the initial reporter: "not being able to push, and twice not being able to draw back.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-may-2023. Investigation summary it was reported the customer is not able to push, and twice, not able to draw back the syringe, and the plastic part of the plunger easily detached from the rubber stopper. To aid in the investigation, two empty syringes with no packaging flow wraps were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then tested for sustaining force per it287, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the results were within specification. It could be possible the customer is not using the product as intended. This product is designed to be pushed down while expelling the solution, not to pull the plunger rod-rubber stopper back. A device history record review was completed for provided material number 306546, lot 2234958. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications.